Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue with therapy began when the healthcare provider (hcp) had the patient attempt to use different groups and increase amplitude. They tried using groups a, b, and c. It was stated "group c was the best for therapy, b wasn't providing the best relief." They were turning the amplitude up as high as 4.3v on group b, causing the patient to experience tightness on the shoulder and brow initially when stimulation was turned up. With high amplitudes, the patient was experiencing "a little bit of hallucinations at night" so the hcp recommended they turn the amplitude down at night and they have been turning down to 2.5v, which has "reduced nightmares." No troubleshooting was requested. Additional information was received that the patient was experiencing both hallucinations and nightmares. They were unsure if the ha llucinations were causing the nightmares. When asked if programming was able to be changed and whether symptoms resolved, it was stated the patient reduces the amplitude at night and is seeing "some reduction" in nightmares and they are still working with the hcp to monitor further.